Event description:
It was reported that, dr (B)(6) broached up without incident to a 9 securfit stem, however, when he placed and impacted the final stem it sat 8 mm proud. This process of reaming deeper and broaching 3 mm below the cut surface without benefit. We elected to open another #9 securfit implant and the stem was driven to the appropriate level. I pulled and had the implant cleaned and will send back to stryker to be examined.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.